Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cruo14sa recanalization catheter allegedly experienced retraction problem and material separation. The information was received from a single source. One patient was involved with no reported patient injury. A 60 year old male patient's weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the retraction problem and material separation. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cruo14sa recanalization catheter allegedly experienced retraction problem. The information was received from a single source. One patient was involved with no reported patient injury. A (B)(6) year old male patient's weight was not provided.